Manufacturer narrative:
(B)(4). A review of the service history was performed which revealed there was no previous service history for this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review will be performed. Should additional information become available from this review, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the patient (pt) uses low calcium dianeal pd (peritoneal dialysis) solutions. There were no overfill events on the homechoice (hc) cycler. At the time of this report, the pt was recovered from the hernia and dianeal pd therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) who performs pd therapy on a homechoice (hc) device recently had a surgery for a hernia repair. On an unreported date, approximately 6 weeks prior to the receipt of this report, the pt experienced a hernia. The pt underwent outpatient surgery for hernia repair. The cause of the hernia was reported to be overfill. The cause of the overfill was a drainage problem caused by fat deposits. Treatment for the overfill event was to ¿shave away fat¿ (fat removal). Additional information was requested but is not available.